Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a dialysis shunt in a moderately tortuous vessel. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres (atm) for 30 seconds and then at 14 atm for 20 seconds. However, during the second inflation, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.